Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing. It is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the connecting tube, plastic distal end cover, clotting protein on bending section cover, and a burn on the plastic distal end cover. There was no patient involvement.